Manufacturer narrative:
Continuation of concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving dilaudid (10.0 mg/ml at 1.249 mg/day), fentanyl (1250.0 mcg/ml at 156.1 mcg/day), and bupivacaine (11.4 mg/ml at 1.424 mg/day) via an implantable pump. It was noted the patient was admitted to hospital due to obtunded at nursing care facility on (B)(6) 2018. Work up revealed low spinal fluid glucose with high protein indicating possible meningitis. The patient was administered medications. On (B)(6) 2018, the pump and catheter was explanted and laboratory samples were obtained with the sample from the pump pocket being positive for staphylococcus. It was indicated the event was possibly related to the device or therapy. The clinical diagnosis was meningitis. The device disposition was unknown. The event resulted in in-patient or prolonged hospitalization. The issue resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received fentanyl, hydromorphone, and unknown morphine in an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The pump and catheter were explanted in (B)(6) or (B)(6) 2018 due to a terrible infection. No further information was provided. No further complications were reported/anticipated.